Manufacturer narrative:
Medical device: model number/catalog number 720185-01, serial number (B)(4), batch/lot number1000230078, gtin (B)(4). Model/catalog description reservoir flat iz 100 ml, expiration date 02/19/2021, manufacturer date 02/20/2019

Event description:
It was reported that the patient had the ams inflatable penile prosthesis removed due to infection. No new device was implanted. The patient was doing fine.